Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the problem is relative to the packaging of the pacemaker. This pacemaker remains implanted. The outer blister packaging components were returned in association to this complaint. Around the edge of the blister, the remaining glue residue reveals that the outer tyvek layer was appropriately sealed, and there was not excessive glue. Using high magnification, the backside of the tyvek was inspected: to the entire backside of the tyvek a thin layer of glue is applied. This layer is uniform, and there is no excessive glue applied. However, the inspection identified changes in the glue topography, which indicates that the glue was in contact with the inner layer of tyvek. Review of the device history records associated to this device did not reveal any abnormality that could have contributed to the issue as described by the physician in this case. It is hypothesized, that a deformation to the inner blister may have cause the inner layer of tyvek to be in contact with the outer tyvek layer during the final sealing process. This hypothesis could not be confirmed, since the inner blister was not returned.

Event description:
Prior to the implant (B)(6), a problem associated to the packaging was observed. While opening the packaging, the tyvek cover of the outer sterilized package stuck to the tyvek layer of the inner sterilized package. The inner-sterilized package was disposed of at the hospital, but the outer packaging was returned for analysis. The associated pacemaker was subsequently implanted.